Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The length of sensor wear was 1 days and customer did not note a trend arrow on the device. Due to higher readings, the customer self-treated with insulin and experienced hypoglycemia symptoms. The customer was unable to self-treat and required unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 400 mg/dl was compared to a competitor brand meter reader reading of 40 mg/dl and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to being unwilling. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The length of sensor wear was 1 days and customer did not note a trend arrow on the device. Due to higher readings, the customer self-treated with insulin and experienced hypoglycemia symptoms. The customer was unable to self-treat and required unspecified treatment by a third-party. There was no report of death or permanent impairment associated with this event. Additionally, a sensor result of 400 mg/dl was compared to a competitor brand meter reader reading of 40 mg/dl and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.